Event description:
Two patients with similar report. Patient's were receiving 5fu via and avoset cassette with avoset tubing in which the clamp on the tubing kinked the tubing so badly, that in one circumstance it caused the tubing to break and leak and in the other an obstruction in which the fluid could not pass. Pt code: 4580. Device codes: 2976, 1069, 1250, 2423. Ref report: mw5184972.